Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. The care giver (cg) stated that there was air in the patient line. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and its possible causes to the cg. The tsr had the cg cycle the power on the hc device, turn it off, and close the clamps. The tsr instructed the cg to have the hp disconnect and start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.